Event description:
The following was reported to arjohuntleigh: an auto logic pump was supplied to the customer on (B)(6) 2014. The pump was first reported as faulty to (B)(4) on (B)(6) 2014. Several attempts have been made to rectify the reported fault. Now the customer reported pressure sores.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. (B)(4).